Event description:
Lumenis was notified of the following incident. While working on a patient 3-4 months ago for telangiectasia, about halfway during the treatment, one of the shots caused a deep partial thickness 2nd degree burn. The same type of incident happened during the treatment of another patient 2-3 months ago. Doctor has been utilizing the unit for the past year with no issues.